Event description:
Reported due to stent came off the delivery system. In 2005, the physician attempted to seal a perforation in the proximal left anterior descending (lad) artery resulting from a previously implanted taxus stent. The physician attempted a 3.0 x 19 mm graftmaster stent graft. The physician attempted to pass the graftmaster stent through the previously implanted taxus stent to seal the perforation that occurred distally; the device would not cross. The physician removed the device and introduced a 3.0 x 12 mm grafmaster stent graft. The physician was unable to pass the device through the taxus stent. Upon trying to remove it, the stent came off the delivery system. The stent was opposed to the vessel wall without any complication. Reportedly, the perforation was sealed by "leaving a balloon in place long enough to seal the perforation. "At last report, the pt is doing fine". This report represents the second grafmaster used on the pt.